Manufacturer narrative:
Date of event: unknown date in 2019. This report is for an unknown tfna helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a long proximal femoral nailing system (tfna) due to head collapsed and the helical blade cut out. The patient had implanted two months ago for an intertrochanteric (it) fracture and pending path fractures due to multiple myeloma. In addition, the patient sustained a shaft fracture due to a fall or transfer. A new proximal femoral nailing system (tfna) was inserted and was supplemented with traumacem. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown), unknown nails: tfna (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).